Event description:
The customer stated that her blood glucose readings had been higher than usual. She tested using her contour and breeze2 meters. The contour meter read 300 mg/dl, while the breeze2 read 62mg/dl. The difference between the customer's readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the contour system. No product will be returned at this time.